Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg had flipped and as a result, the patient was unable to charge the ipg for the past six months. Subsequently, surgical intervention was undertaken on (B)(6)2017 during which the ipg was explanted and replaced. Stimulation was restored following the procedure.